Event description:
In an article titled "kyphoplasty versus vertebroplasty - restoration of vertebral body height and correction of kyphotic deformity with special attention to the shape of the fractured vertebrae", a study of 103 patients underwent either vertebroplasty (n=58) or balloon kyphoplasty procedure (n=45) for treatment of osteoporotic vertebral compression fracture between (B)(6) 2006 and (B)(6) 2009 was conducted. The following was reported in the results: -in the vertebroplasty group, the frequencies of cement leakage were 54.5%, 66.7%, and 61.1% for w-shape, v-shape, and f-shape fractures, respectively; whereas the frequencies of leakages in the kyphoplasty group were 17.6%, 28.6%, and 21.4% in w-shape, v-shape, and f-shape fractures, respectively. There were no complications such as pulmonary embolism, newly developed neurological deficit after procedure, or cement migration. -there were 13 cases of recollapse (1 in kyphoplasty group and 12 in vertebroplasty group). -there were 9 cases of remote segment fracture (2 in kyphoplasty group and 7 in vertebroplasty group). -there were 4 cases of adjacent segment fracture (1 in kyphoplasty group and 3 in vertebroplasty group). No further information was reported. Note: this study was conducted in (B)(6). Kyphoplasty products are not approved for distribution in (B)(4). The article did not indicate the polymethylmethacrylate cement used was kyphon hv-r bone cement.

Manufacturer narrative:
Report source: article titled "kyphoplasty versus vertebroplasty - restoration of vertebral body height and correction of kyphotic deformity with special attention to the shape of the fractured vertebrae", by kyung-hyun kim, md; sung-UK kuh, md, phd; dong-kyu chin, md, phd; byung-ho jin, md, phd; keun-su kim, md, phd; young-sul yoon, md, phd; and yong-eun cho, md, phd. Eval method: follow-up with author.